Event description:
Covidien received info that the 840 ventilator stopped cycling. According to the report, when pt was asked to take a deep breath, the ventilator alarmed "system failure" and "safety valve open". The ventilator could not be reset so pt was bagged manually and vent was removed from service. Covidien inspected the device and the ventilator passed all testing. The alleged malfunction was not duplicated.

Manufacturer narrative:
(B)(4).